Manufacturer narrative:
(B)(4). Section d4: lot# removed as the customer reported a lot# for a different f&p product. Method: the subject ojr412 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. F&p requested for further information from the healthcare facility, including the sequence of events, photographs, diagrams of the device set-up etc. However, no photographs and limited information was provided. Our investigation is based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility stated that the wire of the ojr412 optiflow junior 2 nasal cannula had come loose from the nasal cannula. There were no patient consequences reported by the healthcare facility. Conclusion: without the subject device or photographs of the reported damage we are unable to determine the exact cause of the reported fault. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject ojr412 optiflow junior 2 nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the ojr412 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." "Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A healthcare facility in netherlands reported that the tubing of an ojr412 optiflow junior 2 cannula was found damaged during patient use. There was no patient consequence.

Event description:
A healthcare facility in netherlands reported that the tubing of an ojr412 optiflow junior 2 cannula was found damaged during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot# removed as the customer reported a lot# for a different f&p product. Correction: section h11: additional manufacturer narrative is corrected. Section h6: investigation findings & investigation conclusions are corrected. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint ojr412 optiflow junior 2 cannula device was received at fisher & paykel healthcare (f&p) in new zealand where it was visually inspected by a trained f&p technician. Results: visual inspection of the returned device revealed that the tubing was detached from the left side of the cannula tube joint. It was also revealed that the glue residue was visible on surface of the detached tube end and inside the cannula tube joint. Conclusion: we are unable to determine the cause of the reported fault. However, the reported event was likely caused by the tubing being pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in netherlands reported that the tubing of an ojr412 optiflow junior 2 cannula was found damaged during patient use. There was no patient consequence.